Manufacturer narrative:
Updated fields:b4, b5, d9, g3, g6, h2, h3, (h6- type of investigation, investigation findings, investigation conclusion, component code, health effect-clinical code, health effect-impact code) and h11. A getinge filed service engineer (fse) evaluated the unit and replaced a new drive manifold. All functional and safety test performed.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed drive manifold. There was no harm reported.

Manufacturer narrative:
Due to character restriction e1 (event site full name): (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed drive manifold.